Manufacturer narrative:
The customer provided a sample and found that the connector and snap were difficult to press into the connector, but no electrodes disconnected from the device. During testing, it was found that the strip label was impacting the adhesion results, skewing them to a much higher result. Therefore, peel testing could not be performed on the returned samples. Also, the device history record was reviewed looking for any issues related to the reported defect, but no issues were found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the 2464aao-20 leg attachment pad for corometrics fetal scalp electrode cable does not remain attached to the patient's leg, and does not remain connected to the metal prong. At this time, the customer has not provided any information regarding patient harm or injury associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.